Event description:
During a total knee procedure to implant a sigma fixed bearing knee implant, while removing intermedullary femoral guide rod from the femoral cutting jig the femoral guide rod broke approximately 3 inches from the tip. The broken peice was retrieved using a lap mariland grapser. The case was delayed approximately 90 minutes. After retrieval, case resumed as normal.

Manufacturer narrative:
The device associated with this report was not returned. A supplied photograph of a patient x-ray confirmed the reported breakage. The root cause is attributed to design. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.